Event description:
Observing infusion set tubing had separated from the luer. Patient reported experiencing elevated blood glucose (440 mg/dl) as a result of the separation. Patient indicated that he adminstered a 23.5 unit bolus to reduce his blood glucose level. Patient did not report receiving medical attention to address this issue.